Event description:
The advocate called for help with the customer's contour meters. She performed control tests during the call and received a result of "lo". The normal control range was 108-149 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.